Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure') and fallopian tube perforation ('bilateral perforation of the fallopian tube with the essure device') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included abdominal pain lower, back pain, pelvic adhesions and ovarian torsion. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, fallopian tube perforation (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)") and abdominal pain ("abdominal pain"). The patient was treated with surgery (hysterectomy with bilateral salpingo-oopherectomy). Essure was removed on (B)(6) 2011. At the time of the report, the device dislocation, fallopian tube perforation, dysmenorrhoea and abdominal pain outcome was unknown. The reporter considered abdominal pain, device dislocation, dysmenorrhoea and fallopian tube perforation to be related to essure. The reporter commented: there are noted to be 5 coils protruding from the right tubal osteum, and 5 coils protruding from the left tubal ostium. Plaintiffs received treatment for pelvic pain, abdominal pain, dysmenorrhea, fallopian tube perforation. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: results: failure to occlude fallopians.migration device. Diagnostic results: on (B)(6) 2011 ultrasound pelvis revealed,large complex bilobed pelvic cystic mass, a portion of which contains internal echoes and possible organizing component. This appears to arise from the left ovary, although crosses the midline and lies adjacent to the right ovary. Given patient age, the main differential considerations include a large endometrioma or complex hemorrhagic benign ovarian cyst. A cystic ovarian neoplasm cannot be excluded. Given the size and complex features of this finding.on (B)(6) 2011 hysterosalpingogram revealed,bilateral patent fallopian tubes, with spill on the right. By history, there is surgical resection of the distal left tube.mild irregularity of the uterine cavity, which may be related to synechiae or submucosal leiomyomas. On (B)(6) 2011 pathology test revealed, a 59 gram, 7.5 x 5.3 x 3.0 cm uterus with attached cervix. The serosa is pink-red with multiple adhesions on the anterior and posterior fundus. Sectioning reveals the endometrial cavity to be lined by a 0.3 cm pink-red mucosa. The myometrium measures 1.5 cm in thickness and sectioning reveals a link coarsely trabeculated cut surface with no lesions or masses identified. Identified in the cornu are two metallic coiled devices consistent with intrafallopian tube devices. These devices are within the myometrium and the average measurement is 1 x 0.2 cm. No other lesions or masses are identified. Specimen is sectioned and submitted as follows: block 1 anterior cervix, block 2 posterior cervix, block 3 anterior endomyometrlum, block 4 posterior endomyometrium, block 5 serosal adhesions. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pain/cramping with essurechronic pelvic pain,dysmenorrhea most recent follow-up information incorporated above includes: on 22-nov-2019: plaintiff fact sheet was received. Event added from pfs- abdominal pain. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure") and fallopian tube perforation ("bilateral perforation of the fallopian tube with the essure device") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included abdominal pain lower, back pain, pelvic adhesions and ovarian torsion. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, fallopian tube perforation (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea (cramping)"). The patient was treated with surgery (hysterectomy with bilateral salpingo-oopherectomy). Essure was removed on (B)(6) 2011. At the time of the report, the device dislocation, fallopian tube perforation and dysmenorrhoea outcome was unknown. The reporter considered device dislocation, dysmenorrhoea and fallopian tube perforation to be related to essure. The reporter commented: there are noted to be 5 coils protruding from the right tubal osteum, and 5 coils protruding from the left tubal osteum diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: failure to occlude fallopians.migration device on (B)(6) 2011 ultrasound pelvis revealed,large complex bilobed pelvic cystic mass, a portion of which contains internal echoes and possible organizing component. This appears to arise from the left ovary, although crosses the midline and lies adjacent to the right ovary. Given patient age, the main differential considerations include a large endometrioma or complex hemorrhagic benign ovarian cyst. A cystic ovarian neoplasm cannot be excluded. Given the size and complex features of this finding.on (B)(6) 2011 hysterosalpingogram revealed,bilateral patent fallopian tubes, with spill on the right. By history, there is surgical resection of the distal left tube.mild irregularity of the uterine cavity, which may be related to synechiae or submucosal leiomyomas. On (B)(6) 2011 pathology test revealed, a 59 gram, 7.5 x 5.3 x 3.0 cm uterus with attached cervix. The serosa is pink-red with multiple adhesions on the anterior and posterior fundus. Sectioning reveals the endometrial cavity to be lined by a 0.3 cm pink-red mucosa. The myometrium measures 1.5 cm in thickness and sectioning reveals a link coarsely trabeculated cut surface with no lesions or masses identified. Identified in the cornu are two metallic coiled devices consistent with intrafallopian tube devices. These devices are within the myometrium and the average measurement is 1 x 0.2 cm. No other lesions or masses are identified. Specimen is sectioned and submitted as follows: block 1 anterior cervix, block 2 posterior cervix, block 3 anterior endomyometrlum, block 4 posterior endomyometrium, block 5 serosal adhesions. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pain/cramping with essurechronic pelvic pain,dysmenorrhea most recent follow-up information incorporated above includes: on 20-jun-2018: pfs received. Events: dysmenorrhea (cramping), perforation of fallopian tubes were added. Concomitant diseases ,lab data were added. Reporter and patient demographics were added. Updated suspect drug indication. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration") in a female patient who had essure inserted. In 2011, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain. The patient was treated with surgery (had surgery to remove the essure implant). Essure was removed in (B)(6) 2011. At the time of the report, the device dislocation outcome was unknown. The reporter considered device dislocation to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.